Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed on the edge of a eva tpn bag. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned, however a photograph was received and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual examination of the photo showed a circled portion on the bag, but the image is not clear enough to see if there is any leak or damage and where. Therefore, a determination could not be made based on the provided photo. Should additional relevant information become available, a supplemental report will be submitted.